Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications were reported.